Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary medical records were received from legal. Records indicate that during surgery the calcar was cracked when inserting the femoral sleeve. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations and no revisions reported. Updated patient's date of birth.added stem due to previous allegation of elevated metal ions. Updated product and lot number of head,liner, and sleeve.